Manufacturer narrative:
Concomitant medical product: rv02 defib lead, implanted on (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing during atrial tachycardia/ atrial fibrillation episodes. The lead remains in use. No patient complications have been reported as a result of this event.